Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 7 mg/day and clonidine with concentration 1000 mcg/ml at a dose rate of 280 mcg/day via an implantable pump for spinal pain. It was reported that the company representative was paged to the emergency room (ER) department on (B)(6) 2018. The ER physician¿s orders were to turn down the pump to a minimum rate. The patient¿s pump was adjusted due to overdose symptoms. The event occurred during normal use. There were no known environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention occurred, and no surgical intervention was planned. The issue was resolved at the time the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as being unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.